Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that after switching on the automated impella constroller (aic), the message ¿system check failed, replace console¿ was displayed.